Manufacturer narrative:
Date of event: unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported that bd vacutainer® blood alcohol determinations sodium fluoride: potassium oxalate had gray powder instead of the usual pink powder inside them. No serious injury or medical intervention reported.